Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account without the packaging. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The circular seal was intact. The cannula was snapped in half and a jagged break was noted. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Replication of the observed damage may occur as a result of rough handling of the device. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
A review of the device history record indicates that the stock lots provided were released meeting all medtronic quality release specifications at the time of manufacture.

Manufacturer narrative:
(B)(4). This nbfca5st was provided to the customer as a component in a luhlaproscopkit. The traceability of the kit was "0091759 and 0436723" and on review of the records two lot numbers of nbfca5st were in this kit j5b1383x and j5c2221x. J5b1383x manufacture data: 02/01/2015 expiration date: 02/28/2020. J5c2221x manufacture data: 03/01/2015 expiration date: 03/01/2020.

Event description:
According to the reporter, during a lap chole, after inserting the port in the patient's abdomen, the surgeon then went to place a 5mm suction/ irrigation into it, as he did the port snapped at the abdomen level of the patient. He then retrieved the lower piece of the port with a retrieval bag. He then got another 5mm port and all went fine. The distal end of the port fell into the patient's abdomen and was retrieved with a retrieval device.